Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized with a blood glucose reading of 575 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Initially, no insulin exited during the prime test. However, the test was repeated and insulin exited. Nothing further was reported.